Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that the syringe s2 5ml 22ga 1-1/4in experienced foreign matter contamination. The following information was provided by the initial reporter: pregnant woman injected progesterone injection intramuscularly in our hospital. At 15pm on (B)(6), the nurse routinely checked the syringe before giving the patient an intramuscular injection. It was found that there were black impurities at the junction of the syringe barrel and the needle. The impurities were dissolved in the barrel, and the outside of the barrel was smooth. Then replace the new syringe to give the patient an intramuscular injection. Similar events not only delay patient treatment, but may also increase the risk of infection. D.1. Medical device brand name: syringe s2 5ml 22ga 1-1/4in bd d.1. Common device name: syringe d.2. Medical device manufacturer: becton dickinson, s.a. D.2. Medical device type: fmf d.4. Medical device catalog #: 301942 d.4. Medical device lot #: 2004154 d.4. Medical device expiration date: 2025-03-31 d.4. Unique identifier (UDI) #: (B)(4) g.1. Manufacturing location: becton dickinson, s.a. G.5. PMA/510(k)#: na h.4. Device manufacture date: 2020-04-02.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in experienced foreign matter contamination. The following information was provided by the initial reporter: pregnant woman injected progesterone injection intramuscularly in our hospital. At 15pm on september 15th, the nurse routinely checked the syringe before giving the patient an intramuscular injection. It was found that there were black impurities at the junction of the syringe barrel and the needle. The impurities were dissolved in the barrel, and the outside of the barrel was smooth. Then replace the new syringe to give the patient an intramuscular injection. Similar events not only delay patient treatment, but may also increase the risk of infection.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in experienced foreign matter contamination. The following information was provided by the initial reporter: pregnant woman injected progesterone injection intramuscularly in our hospital. At 15pm on september 15th, the nurse routinely checked the syringe before giving the patient an intramuscular injection. It was found that there were black impurities at the junction of the syringe barrel and the needle. The impurities were dissolved in the barrel, and the outside of the barrel was smooth. Then replace the new syringe to give the patient an intramuscular injection. Similar events not only delay patient treatment, but may also increase the risk of infection.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2004154. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed by our quality engineer team. The evaluation of the retained samples did not present any defect. Based on the limited investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced foreign matter contamination. The following information was provided by the initial reporter: pregnant woman injected progesterone injection intramuscularly in our hospital. At 15pm on (B)(6), the nurse routinely checked the syringe before giving the patient an intramuscular injection. It was found that there were black impurities at the junction of the syringe barrel and the needle. The impurities were dissolved in the barrel, and the outside of the barrel was smooth. Then replace the new syringe to give the patient an intramuscular injection. Similar events not only delay patient treatment, but may also increase the risk of infection.